Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1605, 1610 and 1640 on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros ipth lot 1605 performance issue cannot be ruled out as a contributor to the events that occurred on this lot. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1605. Results obtained for vitros ipth lots 1610 and 1640 using the non-vitros mas fluid are still lower than expected and the customer is continuing to troubleshoot with the tsc. Ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Within run vitros tsh precision testing was acceptable on the vitros xt7600 system, therefore an instrument related issue in not a likely contributor to the events. An issue isolated to the mas control fluids cannot be ruled out as a contributor of the event as results from this fluid are out of range on three different vitros ipth lots, while ortho ipth controls were within expectation when run on one of the vitros ipth lots in question (lot 1640). The customer did not run ortho controls on either of the other vitros ipth lots in question. Email address for contact office in above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros mas quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1605, 1610 and 1640 on a vitros xt7600 integrated system. Lot 1605 mas lot oim2302 level 1 results of 14.3 pg/ml vs an expected result of 23.60 pg/ml mas lot oim2302 level 2 results of 45.7, 44.5 and 41.4 pg/ml vs an expected result of 69.20 pg/ml lot 1610 mas lot oim2302 level 1 result of 12.5, 12.1, 10.3, and 12.1 pg/ml vs an expected result of 22.10 pg/ml mas lot oim2302 level 2 results of 25.9, 25.0, 27.0, and 30.0 pg/ml vs an expected result of 47.80 pg/ml lot 1640 mas lot oim2302 level 1 result of 12.9 pg/ml vs an expected result of 22.10 pg/ml mas lot oim2302 level 2 results of 31.2 pg/ml vs an expected result of 47.80 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. The customer made no indication that any patient sample results had been affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).